Event description:
It was reported by the affiliate that during an unknown procedure, the nurse reported that they were having problems with leaking gas. The surgeon emailed back saying "the last three trocars have leaked. I've been using them for years with no issues. They leak at the joint between the white "lid" and the clear "body". I fixed it with a steristrip." Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.